Event description:
It was reported that the device was used during a vats procedure. The device was misfiring and clips were forming premature, not allowing time to clip the vessel. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 09/11/2008. Information anticipated, but unavailable at this time.